Manufacturer narrative:
E1: (B)(6) request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occured in germany. It was reported that the patient visited the emergency room on (B)(6) 2026 due to hyperglycemia caused by a cramped infusion set, with a glucose level of 234 mg/dl. Glucose levels remained elevated for two hours, and the patient was treated with an insulin pump at the hospital. No further information is available.